Event description:
The customer reported a leak of clear fluid and blood around the air mix and temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system. The customer indicated that the leak was approximately 3 ml and was contained within the instrument. The laboratory technicians were using personal protective equipment consisting of gowns, gloves and goggles and no exposure or injury was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and observed dried blood on top of the diff mixing chamber. The fse ran multiple samples and observed that the rinse tubing may have gotten caught in the probe collar as it travelled across the sample aspiration module (sam). The fse rerouted the tubing away from the path of the probe collar and issue was resolved. Repair was verified per established procedures and results met published specifications.

Manufacturer narrative:
(B)(4).